Event description:
Information was received indicating that during pre-test, a cassette disconnected alarm was noted with a smiths medical cadd cassette reservoir. It was also reported that a visual inspection indicated excess material in the reservoir. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).

Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: five smiths medical cadd cassette reservoir were returned for analysis in a used condition. Visual inspection was performed under normal conditions of illumination, and of the five (5) samples received four (4) cassettes were received with the spring occlusion mechanism damaged. One (1) sample was received without spring occlusion mechanism. The samples received were connected to the cadd legacy plus and to balance mettler toledo to look for unusual function. The five (5) samples tested failed the test, however due samples were received in damaged conditions it is possible that cause a variation in the delivery. Based on the evidence, the complaint was not confirmed, and no fault was found.